Event description:
It was reported that approximately four years post port placement via the right internal jugular vein, the patient allegedly experienced pain on the neck and swelling during flushing the port system with saline solution. Upon x-ray examination, the catheter was allegedly broken near the clavicle in the subcutaneous tunnel. It was further reported that the distal segment of the catheter was removed using a snare percutaneously and port body was also removed. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and material separation and the identified wear and deformation issues, as a circumferential split was noted approximately 5.8 cm from the radiopaque band. A complete circumferential break was noted approximately 6.4 cm from the radiopaque band. A partial circumferential break was noted 0.4 cm from the proximal end of the distal segment. The edges of the circumferential split appeared granular in one region and rounded in another. Both edges of the complete circumferential break appeared granular in one region, and finely granular in another. Finally, the edges of the partial circumferential break appeared smooth and rounded. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: see h10.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately four years post port placement via the right internal jugular vein, the patient allegedly experienced pain on the neck and swelling during flushing the port system with saline solution. Upon x-ray examination, the catheter was allegedly broken near the clavicle in the subcutaneous tunnel. It was further reported that the distal segment of the catheter was removed using a snare percutaneously and port body was also removed. The current patient status is unknown.